Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a penetrating aortic ulcer located in the distal thoracic segment (t11-t12).. It was reported during the index procedure, prior to the insertion, the valiant captivia stent graft could not pass through the 24fr sentrant sheath. The physician used a 24fr sentrant sheath as recommended in the valiant device's packaging and catalog. The device had been prepared as per IFU. Upon further inspection, a gap was identified between the stent graft's tip and its delivery system. The valiant captivia stent graft was replaced the device with a(B)(6), which was successfully implanted. It was confirmed that prior to initial inspection, there was no damage on the packaging box or the delivery system. The box was sealed when taken off the shelf. It was reported that the calcification found at the right common iliac artery was mostly a focal calcification. The valiant was inserted through the right femoral access (rfa). It was stated that te right femoral was very borderline for 24fr device as its diameter was 8 mm. There was no calcification or thrombus observed. No gap was noted during device preparation. It was clarified that the gap was observed after the physician tried to insert the captivia into to the sentrant sheath as the and the captivia could not advance through the sentrant sheath. Since it could not move forward and the physician was concerned it could get stuck within the sentrant sheath valve, another stent graft was used. The replacement stent graft ( (B)(6) had a smaller profile and was introduced into the same sentrant sheath. Per the physician the cause of the insertion difficulty was due to the gap between the tip and the delivery system which prevented the device from passing through the sentrant sheath and got stuck. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.